Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the machine has been checked but no problem found although check the machine with trainer and balloon and check all the parameters as per service protocol and found its running in good working condition and its handed over to the customer in good working condition.

Event description:
N/a

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.